Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe was cracked during use.

Manufacturer narrative:
H.6. Investigation summary: it has been received 1 used sample of 20ll and 1 sealed sample of 20ll lot 1806256 for investigation. Upon visual inspection of the used sample received it can be observed the barrel is cracked between 5 and 15 ml mark of the scale. No damage or defect can be observed in the other sealed sample received. Upon inspection at 10x of the sample received, it can be observed a crack on barrel so, it resulted hit or trapped during manufacturing process. DHR of lot 1806256 has been reviewed not finding any annotation or deviation relate to the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection. Molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with any hit or any obstruction happened in equipment or transport systems during manufacturing process. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was open during manufacturing process and all protections in transport system and equipment to avoid damage on product.

Event description:
It was reported that a bd plastipak¿ syringe was cracked during use.